Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringes 3/10ml needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no. 328431 batch no. Unknown it was reported that the needle hub separates and stay within shield. This pr records issue of needle hub separates on unknown occurrences. Verbatim: found 2 syringes needle hub assembly stayed in shield when removed shield. Found 1 other syringe from this box when removed the needle shield the needle was bent. Pet owner also had prior boxes unknown lot numbers and occd dates with issues needle hub assembly stays within the needle shield when removed. Discarded these samples with box.